Event description:
Physician error: dr used laser system 694.3 wave length with eyewear not recommended per device labeling by co. Eyewear (for cynosure dye laser) checked. No evidence of laser damage per testing. Doctor + pt examined to optical exam; retina, amser grid, both ok, no injury. 100ct. Initial call did not allege death or serious injury, asked if this was ok? Co advised to have dr, pt, and eyewear checked.